Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibioperoneal (tp) trunk using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician made multiple passes in the target location using the cat6. It was reported that a peel away sheath was used initially but not in the later passes. Subsequently, the tip of the cat6 was kinked while advancing it through the sheath. Therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.